Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix would not fully deploy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.